Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. It was reported that the customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read "high"; however, a specific bg value not provided. Bg was addressed via manual insulin injection. Reportedly, the pump was successfully able to charge by plugging in a different wall outlet.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.